Event description:
It was reported that a skin reaction had occurred. The area was prepared with alcohol before placing the sensor on the body. On approximately(B)(6) 2026, the pediatric patient experienced a skin reaction with itching, burning, rash and redness under the overlay patch. The skin reaction was treated with an oral antibiotic (penicillin) unspecified dosage, which the patient¿s parent obtained at work. The type of healthcare credentials for the parent is not known. At the time of the report, patient condition was unspecified. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).